Manufacturer narrative:
Analysis of the ins found no significant anomalies and the ins was functionally ok. It was noted that the can was scratched.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp via a rep reported the patient went to the hospital on (B)(6) 2015 for pain in her neck and back as well as a ¿mechanical complication¿ from a car accident; it was noted the ins was ¿severed¿ from the lead. Impedances were normal and an x-ray showed the ins was in a similar position to when it was placed. Stimulation was felt at the ins site and it was very painful. The device was turned off in order to lessen the patient¿s pain. The patient was feeling ¿shocks up the vaginal canal and into my leg and buttock¿ and ¿down her legs and up her back¿ that were ¿severe.¿ the ins site was ¿extremely painful to touch¿ and the patient felt that the device was no longer in the pocket where it was placed. Hydrocodone was taken for the pain but was no longer working at the time of the visit and she was ¿miserable.¿ additional information received from the consumer reported the ins was big and stuck out a bit before the accident and the lead was ¿jarred out of place¿ after the accident. Current medications included estradiol, omeprazole, lyrica, savella, trazodone, norco, clonazepam, and hydrocodone. Past medical history included fibromyalgia, chronic neck pain, insomnia, bipolar disorder, borderline personality, anxiety, bleeding peptic ulcers, tobacco abuse, and gastro esophageal reflux disease. Surgical history included hysterectomy, bladder sling, two sling revisions, sling removal, bilateral salpingo-oophorectomy, and neck surgery. The patient was diagnosed with hip displacement due to the car accident after an x-ray.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0ptjd, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A healthcare provider (hcp) via a manufacturing representative (rep) reported that there was a loss of therapy after a car accident. After the car accident the symptoms returned. The doctor removed the full system, including the implantable neurostimulator (ins) and lead, due to lack of symptoms relief post car accident. It was unknown if the issue was resolved at the time of the report. The doctor had the explanted devices and would give it back to the rep to return to the manufacturer. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.